Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using off brand insulin with the pump. Tandem customer technical support informed customer that off brand insulin is off-label per the user guide. Customer¿s blood glucose level was 174 mg/dl.